Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage levels while connected to the mobile power unit (mpu) was confirmed via analysis of the log files. One log file was submitted for review and an additional log file was downloaded from the returned system controller (serial number: (B)(6), which is investigated under manufacturer report number # 2916596-2020-04862. The log files contained approximately 5 hours of data combined (06:15:40 - 11:26:41 on (B)(6) 2020 per the time stamp). Intermittent drops in the relative state of charge (rsoc) and bus voltage levels on both power cables were captured throughout the log files when the system controller was connected to the mobile power unit (mpu); however, the voltages did not drop enough to activate an associated alarm. The driveline was disconnected on (B)(6) 2020 at 11:25:50 to exchange the system controller. The decreased voltages did not affect the controller¿s ability to operate the pump at the set speed. The mpu was exchanged but was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the mpu. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had low voltage alarms about a week ago that became more frequent. It started out as an advisory but then turned into a continuous alarm with red battery. The patient's controller was hot every time, and when he puts it by the a/c, the alarms stop and the battery gauge shows the actual bars on his batteries (3-4 instead of 1). The controller has backup battery faults until it cools down, after which the alarms go away. The patient's pi fluctuated often. Log file captured low voltages on mobile power unit (mpu) and the issue appears to be with it. It was suggested to replace the battery clips/batteries. The controller was exchanged and a new mpu was issued. The mpu had a v-lock connector and there was no known environmental factors. Related manufacturer report number #: 2916596-2020-04862.